Event description:
It was reported that a patient had stimulation in the wrong location. Patient felt stimulation down her legs and not in her back. Patient had been experiencing this for 3 weeks to a month. No falls or traumas reported. Patient said their implantable neurostimulator (ins) in her back had moved.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).